Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer needed warranty quote for items he stated were missing when chair was received but just now noticed it. The upholstery was rubbed through due to caps and hardware were missing from the upper part of back frame. Now lines 2-3 have holes in them.